Manufacturer narrative:
(B)(4). Externalized conductors due to internal insulation abrasion were noted at 8.5-11.7cm from the distal tip. The (B)(4) coating was intact at this location.

Event description:
It was reported that during a device replacement due to eri, externalized conductors were observed via x-ray. The procedure was not conducted because the introducer could not be placed. The procedure was re-scheduled and the lead was successfully explanted without complications. The patient was in good condition before, during, and after the procedure.